Event description:
It was reported that the right ventricular lead had a loss of sensing and increase in threshold. The lead was also dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism.